Manufacturer narrative:
Visual inspection of the explanted lead, (B)(4), determined that the proximal end of the lead had a scalloped uneven appearance. The outer insulation was perforated in several places and dried blood was seen inside the lead lumens. Also, the lead was burned in several locations along with sharp bends in the conductors approximately every centimeter in this same area presumably from the revision procedure. The explanted ipg and lead, (B)(4) were not returned to bsn for further investigation. A review of the manufacturing documentation of the ipg and leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the pt was scheduled to undergo a lead revision due to migration. During the revision the physician noted that one of the leads started to split open exposing the wire. The physician decided to explant the entire system. The pt was implanted with two precision systems and has only one implanted now.

Event description:
A report was received that the patient was scheduled to undergo a lead revision due to migration. During the revision the physician noted that one of the leads started to split open exposing the wire. The physician decided to explant the entire system. The patient was implanted with two precision systems and has only one implanted now.